Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system of the rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the subject device revealed physical damage to the gas outlet port, that appeared to be the result of an impact to the device. Conclusion: it is most likely that the physical damage to the subject neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject device is approximately 9 years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined in the neopuff technical manual before connection to a patient. The complaint device was repaired at the fph regional office in the united kingdom and then returned to the customer after passing all performance tests specified in the neopuff technical manual.

Event description:
A hospital in ireland reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. No patient consequence was reported.